Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left- mentor smooth round moderate profile 300cc saline breast implants, catalog number: 3502300, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 225cc saline breast implants which the right side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information indicated that the patient underwent bilateral removal and replacement as follow; left replaced with catalog number 3503751bc, lot number 7434966, serial number (B)(4), and right replaced with catalog number 3507320mc, lot number 7524702, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 7/23/2018, indicated that the patient explanted the device on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/14/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White and brown material was observed within the device. Brown material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed creases on the anterior view extending to the posterior. A rent measuring approximately 0.3 cm was discovered within a crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).